Manufacturer narrative:
The suspect device has not been returned for eval. The user did not specify if this was the initial use of the device. A f/u report will be submitted when the eval has been completed.

Event description:
The user reported that the gauge on the inflation device would not show the pressure. The user noticed this after inflating the balloon. The inflation was discontinued and the inflation device was used to deflate the balloon. Another inflation device was used to successfully complete the procedure. No harm or injury was reported.